Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the event date was changed to (B)(6) 2013.

Event description:
It was reported the patient had pain at the site of the neurostimulator. An invasive procedure occurred as a result of the event and the implant site was changed. The issue was resolved and the patient status at the time of report was unknown. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.